Manufacturer narrative:
Updates in sections a and b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no impact to patient outcome.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure in which there was patient involvement. It was reported that the system said localizer not connected on the bottom of the screen. The camera cart monitor booted up to application screen and mirrored the main cart. The camera laser was not functional, there were no light emitting diodes (leds), and they did not hear the beeps upon boot up. There was no reported impact to patient and surgical delay was reported as less than one-hour. Additional information was provided. It was reported that the representative (rep) performed troubleshooting. The camera was still displaying "localizer disconnected" and the camera cart monitor was confirmed to be on and was mirroring the main cart monitor. Self test showed connection with the uninterruptible power supply (ups) was lost on both carts. The camera cart covers were removed and the camera cart assembly was pulled out. The ethernet cable (ups to o-ring) was swapped from port 4 to port 3 and the issue was resolved. The instruments were confirmed to be able to track, the green light on the camera was illuminated, the camera laser functioned as expected. Next, the rep swapped ethernet cable (ups to o-ring) back from port 3 to port 4 and the issue was r esolved. All 4 cables were confirmed to be connected to o-ring had the green light illuminated and flashing rapidly. Once the ups o-ring was reseated on the o-ring, the issue resolved. The suspected issue was loose cabling on the o-ring. Additional information was provided. There was additional troubleshooting present. It was reported that technical services (ts) had the site reseat the interconnect cable, additional information was not provided.  Additional information was provided. It was reported that after 4-5 minutes of the system sitting idle in the registration task, the camera lights turned off and the system displayed localizer disconnected. Both monitors remained powered on and mirrored each other. The representative (rep) power cycled the system 3-4 times and could recreate the issue each time. The rep additionally reported that the system displayed the half full battery indicator icon, which was red and flashing. There was troubleshooting present. Self-test showed connection with the uninterruptible power supply (ups) was lost for the camera cart, the main cart ups status was connected, and internal network statuses showed all components connected except for the power supply unit (psu) which was disconnected. The camera cart monitor confirmed on and mirroring the main cart and confirmed no lights illuminated on the camera. The system was rebooted with 3 minutes between booting down and booting back up. The main and camera carts booted as expected, the rep entered the registration task (optical tumor resection) and was able to track instruments and the camera stayed powered on and functioning as expected for over 10 minutes. The self test was checked, all internal component statuses displayed connected, the connection with ups on main cart displayed connected, connection with ups on camera cart displayed disconnected. The system was moved to the operating room (or) where the issue initially occurred (the system was kept on during transport time, there was no more than a few minutes transport time) and attempted to replicate issue. After 5 minutes of the system sitting in the registration task (again, optical tumor resection), the camera lights turned off and the system displayed localizer disconnected with both monitors still on and mirroring each other. The system was power cycled and the ups was discharged. The issue was attempted to be re-created, but was unable to be replicated after more than 10 minutes. All the outlets in the or were red and the outlet in the storage closet was white. The issue appeared to be intermittent and isolated to the camera power and communication chain.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735783; serial/lot: - ; product ID: 9735788; serial/lot: -; product ID: 9735798; serial/lot: - h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 a manufacturer representative went to the site to service the system. Replaced the ups in camera cart. System shutdown and rebooted 3 times successfully all the way through the registration screen . Evaluation of the returned ups found no fault with the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated for 9735798 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The returned poe injector was tested per wi-n-19-18 and found to be fully functional. Codes b01,c19,d14 are applicable and previously reported. Correction: h6: codes c02,d02 are applicable to the previously reported system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.